Event description:
It was reported that the right ventricular (rv) lead exhibited one high bipolar threshold measurement in office. Unipolar threshold measurements were normal as well as ventricular impedance and sensing function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).